Event description:
The customer reported, the system displayed an overvoltage error message and would not boot up. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power control board was replaced during the service call. The system was tested and found to be working as intended and put back into service.